Manufacturer narrative:
Dissection resolved without medical intervention.

Event description:
It was reported that during the implant procedure, the coronary sinus was dissected when positioning the left ventricular lead using a sheath. The dissection resolved on its own and no medical intervention was necessary. The patient was in stable condition.